Event description:
It was reported the patient experienced uncomfortable pocket heating while recharging. Troubleshooting was attempted with two le (low energy) replacement chargers to no avail. Reportedly, the patient discontinued use of stimulation in 2013. Therefore, she opted for surgical intervention on (B)(6) 2015 whereas the entire scs system was explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the complaint for pocket heating while recharging was confirmed. No surface temperature testing was performed on this unit because st. Jude medical has determined that excessive heating during charging of the eon mini ipgs can occur at the pocket site when using the 3721 eon mini ipg chargers. Our investigation into this issue has shown that the 3721 chargers may transfer energy to the ipg at a rate that can cause excessive heating of the ipg or charging wand during charging, particularly when the charger is misaligned with the ipg or the ipg is implanted near the surface of the skin. St. Jude medical issued a medical device correction letter to doctors on december 19, 2011, and an update to that letter on july 26, 2012, as well as a safety information letter to patients on july 26, 2012. These letters provide supplemental guidance on how to reduce the risk of excessive heating during charging. The 3721 charges were also exchanged with a new 3722 eon mini chargers to address the risk of excessive heating while charging. The ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg passed all tests. The ipg was depleted due to not using the system since 2013. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.